Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. The date of event is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a transcatheter aortic valve implantation was later identified as having a failed with an alleged torn leaflet and associated aortic regurgitation. The device was reported as implanted and out of service.